Event description:
It was reported that "venous punction guided through ultrasound successfully when inserted 20cm of the catheter, there was resistance and it was necessary to make flush with saline solution and then it was noted leaking approx at 30cm. This part was not manipulated with any sharp object or anything else. The catheter was flushed before the procedure while it was still inside the package and therefore it was not possible to verify if there was any leaking before insertion. The tweezer used was proper for the procedure and it was not done excessive pressure in the catheter and all instructions from the MFR were followed."

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device is being held by the reporting facility. A lot history review (lhr) of rewi0540 showed no other similar product complaint(s) from this lot number.